Manufacturer narrative:
Weight, ethnicity, and race: unknown. If any additional relevant information is provided, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On july 01, 2020 fujifilm medical systems USA inc (fmsu) was informed that during a colonoscopy procedure for diagnostic purposes a tear occurred in the patient's colon. This occurred during the final stages of the procedure, the doctor retroflexed the scope in the colon which led to the tear. The doctor applied a medical clip to the tear, which will be expelled with the patient's bowel movement within the next month once the tear has healed. The patient was released from the endoscopy center after the procedure was completed. The scope was taken out of use after the procedure was completed. The doctor believed that there was a sharp edge at the distal end which led to the tear in the patient. However after further inspection of the colonoscopy scope, which was inspected by the lead endoscopy technician, there was no sign of any sharp edges. The technician did not believe that this was a user error; however there was also no proof to suggest otherwise. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.